Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 12 years and 10 months post implant of this 29mm aortic bioprosthetic valve, the patient is being evaluated for a transcatheter valve-in-valve replacement. The reason for evaluation was reported to be due to severe aortic insufficiency. No intervention or adverse patient effects were reported. Subsequently, one day later, it was reported that the valve-in-valve replacement was performed with a non-mdt device. No additional adverse patient effects were reported